Event description:
It was reported that the right ventricular lead exhibited high threshold. The lead was repositioned and the results were the same, also noted was loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.